Event description:
As reported by the user facility (translation of user facility info by (B)(4) sales organization in (B)(4)): drug: tienam 2g - 400 ml. The 200 ml infused the first 2 hrs - after 5 hrs, 50 ml remained in the pump.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) for investigation. A f/u report will be provided after the inspection results are available.